Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient present for initial implant. During procedure, the right ventricular lead was placed and good measurement were observed. After two other leads were connected, capture thresholds and impedance rose and sensing decreased. The rv lead was repositioned and impedance measurements kept increasing. The physician elected to continue procedure with the lead and monitor overnight. Thirty minutes after the patient left the operating room, the patient's blood pressure appeared to drop. Device was interrogated and impedance was seen to increase. Chest x-rays revealed that the lead was still in place. Physician elected to keep monitoring the patient. The next morning, impedance values increased again. Patient underwent echo-cardiogram, which revealed no pericardial effusion. Patient was remained stable and physician has elected to monitor the lead.